Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient took a shower, electrical noise was recorded. In addition, a lead integrity alert (lia) triggered due to non-sustained high rates and one vt/vf ventricular tachycardia/ventricular fibrillation episode. In addition, the clinical specialist noted that the battery voltage dropped from 3.0 volts, down to 2.6 volts after one aborted charge during a simultaneous remote transmission. Follow-up investigation conducted two days afterward showed normal voltage, and no issues were observed with the device. The implantable cardioverter defibrillator (ICD) and lead remain in use. No patient complications have been reported as a result of this event.